Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. There was no impact to the customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.